Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received more IV fluid than intended. The tubing set was being used to deliver an unspecified IV solution. After an unspecified length of time in use, the customer contact reported, the pt received "more fluid than expected". There were no reported adverse pt effects. No medical intervention was required. The customer contact indicated there was a difficulty controlling flow with "the new clamp" while titrating to a slower rate. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected foreign customers were notified via a device. Information letter dated october 9, 2007.